Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010708 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010708 was packaging according to work instruction (wi) version 120 and manufactured in the line inset 10 on 10/dec/2024, with a total of (B)(4) units. The sub-assembly, tube gluing. The lot 4h01028 was manufactured according to the wi version 2 and manufactured in the machine igtl03 on 16/aug/2024, with a total of (B)(4) units. The lot 4m00014 was manufactured according to the wi version 2 and manufactured in the machine igtl03 on 07/dec/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.